Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. During the procedure, the vizigo valve could not be closed. Blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The hemostatic valve did not dislodge outside the hub. It was unknown if the hemostatic valve dislodged inside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air entered the patient¿s body. No patient consequence. Treatment was not required. The approximate volume of blood loss was unknown. The bwi product analysis lab received the device for evaluation on 29-aug-2024. The device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak reported by the customer was confirmed due to the broken hemostatic valve. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 24-sep-2024, noted a correction to the 3500a initial under the d4. Primary UDI number field as it should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents patient event non serious. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a hemostatic valve blood leakage which air entered the patient¿s body issue occurred. During the procedure, the vizigo valve could not be closed. Blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The hemostatic valve did not dislodge outside the hub. It was unknown if the hemostatic valve dislodged inside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air entered the patient¿s body. No patient consequence. Treatment was not required. The approximate volume of blood loss was unknown. The hemostatic valve leakage was assessed as MDR reportable. The reported ¿air entered the patient's body¿ was assessed as an air embolism. However, additional information also reported that there was no patient consequence. Since the patient was asymptomatic and the air was noticed as an observation, did not require medical or surgical intervention, there was no permanent impairment, no radiographic evidence of infarction, and no extended hospitalization was reported, it was assessed as patient event non serious.

Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a follow-up #1 as should have included under h2. If follow-up, what type? Correction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).